Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcer is a known complication of a peg tube/j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2019 during a gastroscopy, an old decubitus ulcer/lesion covered with fibrin was found in the duodenal seat. It was reported that the decubitus ulcer/lesion was caused by the jejunal tube. At the time of report, the j tube was not removed and still in use.